Event description:
It was reported that the patient presented for right ventricular (rv) lead revision procedure. Prior to procedure, there was over-sensed noise noted on ventricular lead which resulted in pacing inhibition. The physician implanted a new lead and capped the existing right ventricular (rv) lead. The patient was stable throughout the procedure.